Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump experienced persistent loss of prime. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-oct-2018 with the following findings: during investigation, there was an occlusion alarm. The pump was not re-primed after the confirmation of alarm causing the loss of prime. There was no other loss of prime or occlusion in the pump history. The force sensor calibration test confirmed the force sensor was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.